Event description:
It was reported that the patient underwent generator and lead replacement. The generator was replaced prophylactically. The generator and lead were discarded by the explanting facility; therefore, product analysis cannot be performed.

Event description:
Clinic notes dated (B)(6) 2015 note that high impedance was observed. The device was programmed off after observing the high impedance. The patient was referred for surgery. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A review of the manufacturer's in-house programming history database provided more specific data from regarding the high impedance, and that the device was programmed off on (B)(6) 2015.

Manufacturer narrative:
Corrected data: the report of fluids and wear on the lead observed during surgery was inadvertently not provided on follow-up report #01.

Event description:
It was reported that the lead showed wear and moisture inside the casing observed during the revision surgery.

Event description:
Operative notes were later received indicating that the generator was not replaced during the lead replacement surgery. During surgery, the generator was removed from the pocket and disconnected from the lead. The lead was cleaned and reconnected to the generator and the device was re-interrogated. The lead was found to still have high impedance. While dissecting towards the lead while using electrocautery brisk bleeding occurred from the jugular vein, which was controlled with a suture. The surgeon decided not to pursue the lead further superiorly because of the scarring. As the surgeon dissected inferiorly, the vein began to bleed again from that point and another suture was placed which stopped the bleeding. The new lead was placed and the generator was re-attached and interrogation revealed the parameters were normal. No additional relevant information has been received to-date.